Event description:
The hospital reported that during service/test (cust) for endoscopic vein harvesting procedure, t.w. Power supply had no output. No patient involvement.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use no evidence of blood was observed. No visual defects were observed. An electrical evaluation was conducted. The device was connected to a power cord and the power switch was turned to the "on" position. The device produced energy. The green indicator light did illuminate and the device provided energy to a reference hemopro device and extension cable. Based on the results of the investigation, the reported failure mode ¿failure to deliver energy¿ is not confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during service/test (cust) for endoscopic vein harvesting procedure, t.w. Power supply had no output. No patient involvement.